Event description:
A hospital in (B)(6) reported that a bc160 bubble CPAP delivery system was being used with an mr850 respiratory humidifier when the mr290 humidification chamber melted due to high temperature. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that a bc160 bubble CPAP delivery system was being used with an mr850 respiratory humidifier when the mr290 humidification chamber melted due to high temperature. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The bc160 bubble CPAP system kit is not sold in the USA but the breathing circuit included in the kit is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The devices involved in this complaint are currently en route to (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The bc160 bubble CPAP system kit is not sold in the USA but the breathing circuit included in the kit is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Fisher & paykel healthcare (fph) made several attempts to confirm the patient's status following the reported incident, but did not receive any information regarding any patient consequence. Questions were also sent to the hospital in an attempt to discover more details about the sequence of events, but no further information was obtained. The following complaint devices and other components and accessories in the set-up were subsequently returned to fph for investigation: 1x mr850 humidifier: sn (B)(4), 1x mr290 chamber, 1x bc110 pressure manifold, 1x bc100 CPAP generator, 1x bc060 inspiratory limb, 1x expiratory limb, 1x 900mr801 heater wire adaptor: lot 091217. 1x 900mr860: temperature flow probe lot 091203. Method: the devices were all visually inspected. In addition, the mr850 was powered on to check the last alarm state and last fault state. Results: all the devices appeared to have sustained fire damage. Mr850 respiratory humidifier and mr290 chamber: the melted remains of the mr290 dome and chamber base were still attached to the mr850's heater plate, but no lot information could be retrieved due to the extent of the fire damage. The mr850's chamber guard and upper portion of the front casing has also melted. There was no power plug fitted to the mr850. The last alarm state showed that there had been a 'heater wire connector' alarm, a 'temperature probe connector' alarm and a 'chamber probe' alarm. The last fault state was e00, indicating that there was no fault with the functioning of the mr850. Bc110 pressure manifold: this was deformed and had smoke stains; bc100 CPAP generator: the unit had sustained damage where it came into contact with other burnt components; bc060 breathing circuit inspiratory limb: the inspiratory limb was burnt and the chamber elbow was missing. There was also a melted area (hole) at the 8th turn from the airway port connector. The heater wire assembly for this breathing circuit consists of 82-85 turns or coils. Following the incident, 64 coils of the heater wire remained within the inspiratory tube. The missing coils indicate bunching of the heater wire near or within the elbow of the inspiratory limb. The heater wire is secured in place within the tube by a retention clip towards the patient end of the inspiratory tube. Upon inspection, the retention clip was found to have dislodged from its designated position within the inspiratory tube and was located 200 mm from the airway port connector. This was most likely caused by the tube being stretched or milked. Fire damage to what remained of the inspiratory tube and heater wire prevented any performance testing from being carried out; 900mr801 heater wire adaptor: the heater wire adaptor is designed to connect a heated breathing circuit to the humidifier. Visual inspection revealed that the device was burnt at the heater wire socket end; 900mr860 temperature flow probe: the temperature flow probe consists of separate chamber and patient/airway thermistors. It is inserted into the breathing circuit system to monitor temperature and flow of ventilatory gases at each end of the breathing circuit. The probe relays this information by way of electrical feedback to the humidifier. Inspection revealed that both the chamber and the flow thermistors were melted and charred. Conclusion: further to our inspection of the complaint device and components, it is most likely that the fire originated in the region of the inspiratory tube heater wire socket of the bc060 breathing circuit, close to the humidification chamber end. The most probable cause appears to be mechanical damage due to the tube being stretched (milked) by the user, which likely resulted in the heater wire releasing from its retaining clip. The release of the heater wire clip would have caused bunching of the heater wire, resulting in localised overheating of the relevant section of the inspiratory tube, which then melted. This in turn would have caused the heater wire insulation to melt and allowed the bare wires to touch each other, resulting in a short circuit. Fph's user instructions that accompany the bc160 bubble CPAP delivery system contains the following statements to warn the user against potential localised overheating: check that the heater wire is evenly distributed along the circuit in each limb and not bunched or kinked. Do not stretch or milk the tubing. Do not soak, wash, sterilize or re-use this product.